Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self test for pacer function. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was duplicated and attributed to a lifted pad on a transformer component of the processor/bridge/pace board. The processor/bridge/pace board will be replaced to resolve the report. The device will be recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.